Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had dark blue bruises that stated 30 days after they had the implant. Patient also reported muscle spasms everywhere that make their heart rate goes off the roof. Patient stated the headaches and bruise on their arms are leg and cannot explain but they could not sleep. Patient report that they got out of the hospital on (B)(6). And had no pain from the fibromyalgia, (unrelated ) not at all anywhere, and her bladder was perfectly fine as well the whole time in the hospital. Now she just stands up and pee's their pants. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that they had just gotten off the phone with their gynecologist and they were having pain down their right leg. The patient stated that when they had first gotten the device everything went fine and then, a couple days later, about (B)(6) 2020, they had a shock in their right knee area. The patient stated that a couple days later and it would increase and 5-6 days ago the shocks were so bad they were screaming out loud; it would almost ¿take you down.¿ the patient reported that it started on their butt on the right side and it went all the way down to the foot. The patient noted they had called the health care professional (hcp) and they had the patient shut off the stim two nights ago. The patient stated they did that and then went to bed. They woke up at 4 am in the morning and it didn¿t bother them; a few hours went by, then 4 hours later the pain started to come even with the stimulation off. The patient stated they felt it coming in the bicycle seat region in front across the right leg and shot down to the foot. The patient said that their hcp had called at 5 pm on the night prior to the call and that they were going to have an x-ray done on it. The patient reported that the pain was still horrible and their hcp had given them tramadol. The patient reported they woke up with pain manageable for four hours and then four hours later it would ¿hit you.¿ the patient stated they would lay down but when they laid down it was worse but they couldn¿t stand either and that tears ran down their face; the patient stated they have never had pain like this before and that they had the stimulation back on because they couldn¿t urinate without it. The patient mentioned that they read (they thought it had been on a manufacturer company website,) that if they had pain from an extremity when the therapy was off that a wire could be crossed. The patient <(>&<)> technical services (pats) agent did not ask about the circumstances that led to the reported issue and the patient was redirected to their health care professional (hcp) to further address the issue. The patient¿s relevant medical history was noted to be that they had severe fibromyalgia and that the stimulation had helped with their foot pain (not alleged to be related to the device/therapy.) The patient wanted to know if they could tell if something was wrong with t he system, and the patient was told that they could take images of the system or run an impedance check. No further complications were reported at this time.